Event description:
Pt of a psycho-geriatric department was found dead in bed, face down, with product applied. Side rails were up. This was a serious and very sad incident, the cause of death was uncertain and nobody was to be blamed.